Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device has unexpected database error, preventing user log in to the station. A technical support specialist dropped database and done database sync process to resolve this issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis med station es system has an unexpected database error, which prevents users from logging into the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; b5, d1, d2, d4, d5, d9, e2, e3, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had an unexpected database error, preventing users from logging in to the station. A technical support specialist found that database sync was not done causing the malfunction. Dropped database and done database sync process to resolve this issue. The system functioned as intended after troubleshooted by the technical support specialist.